Event description:
The patient reported an infection developed 7-8 days after trial surgery. The devices were removed. The patient also reported pain. The manufacturer representative confirmed the patient developed an infection during the trial, in which part of the patient's spinous process was removed; there were no anomalies with the device. Despite having great stimulation, the patient will not be having a permanent device implanted. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.